Event description:
"Today at approximately 3:15 pm central time I was contacted by the director of labor & delivery at (B)(6)she reported to me that there have been 3 incision openings after using the insorb stapler to close on c-sections during the time frame from (B)(6) 2021 to (B)(6) 2021. Only 1 of the 3 cases have evidence regarding the insorb lot# used on the patient. Customer has isolated that lot (# 202501) in her central supply department. Note - lot could not be confirmed. 02/17/2021- per update- incisional cesarean section dehiscence. Physician states insorb stapler worked appropriately. However, the next day after dressing removed, incisional opening on right side, approx 0.5 inches. Requiring steri strips to close. 1216677-2021-00043-1 insorb 30 stapler 2030 e-complaint-(B)(4).

Manufacturer narrative:
Investigation no sample returned review DHR *analysis and findings distribution history the complaint product was manufactured by epc under lot 202501 and packaged at csi in august 2020 under work order (B)(4). Manufacturing record review DHR (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review a copy of the of the DHR was obtained from the csi share-site and no abnormalities were noted. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history did show similar reported complaint conditions. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause root cause not applicable as the complaint condition was not confirmed. *correction and/or corrective action coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No training required at this time. *was the complaint confirmed? No.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the condition reported.

Event description:
Additional complaint in ref. To (B)(4). Incident detail: "today at approximately 3:15 pm central time I was contacted by the director of labor & delivery at (B)(6). She reported to me that there have been 3 incision openings after using the insorb stapler to close on c-sections during the time frame from 1(B)(6) 2021 to (B)(6) 2021. Only 1 of the 3 cases have evidence regarding the insorb lot# used on the patient. Customer has isolated that lot (# 202501) in her central supply department. Note - lot could not be confirmed. On (B)(6) 2021 - per update - incisional cesarean section dehiscence. Physician states insorb stapler worked appropriately. However, the next day after dressing removed, incisional opening on right side, approx 0.5 inches. Requiring steri strips to close. Insorb 30 stapler 2030 (B)(4).